Event description:
It was reported that during the implant procedure, the patient "crashed" due to over sedation. The connector pin on the lead was contaminated during cardiopulmonary resuscitation. The lead was not used. After the patient was stable, a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).